Manufacturer narrative:
(B)(4). The complainant indicated that the device will be serviced on site and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two devices that were used in the same procedure. Refer to manufacturer report for the auriga xl 4007 console and MFR report #3005099803-2020-04875 for the lighttrail single use laser fiber. It was reported to boston scientific corporation on (B)(6) 2020 that an auriga xl 4007 laser console and a lighttrail single use 600um laser fiber were used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the laser fiber was working fine to cut soft tissue but suddenly the laser console alerted error 1010-please connect fiber. The laser fiber was unplugged and plugged back in. In the beginning, everything worked, and then halfway through the case, it showed the same error message. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.